Event description:
Customer complained various size citrate tubes give varying aptt results. It was reported the majority of the discrepant results occurred in samples from heparinized pts tested with the reduced draw tubes; and that the results were spuriously low.